Event description:
It was reported that the patient presented to the emergency room with arrhythmia and dizziness. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited a failure to capture, high capture threshold, and high pacing impedance. Programming changes were made. The patient was stable.